Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a key stuck error on control panel. This occured outside of a procedure and no pt injury occurred. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.